Manufacturer narrative:
E1: initial reporter address - (B)(6). The returned product consisted of the rotawire drive within the rotapro device. The returned wire was able to be removed and reinserted into the returned rotapro device with no resistance or issues. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that only a portion of the wire had been returned. The length of the wire was measured, and it was found that 165.5cm. Both ends of the wire were inspected, and it was found that the wire had fractured. As the other portion of the wire was not returned for analysis, analysis was unable to determine if the other portion of the wire had damages or defects attributable to the reported events.

Event description:
It was reported that the rotapro catheter was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use to treat the lesion. The target rotational speed was set to 180,000 rpm. During atherectomy the system stalled. During removal significant resistance was felt. The two devices were stuck together and were removed together as one unit. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotapro catheter was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use to treat the lesion. The target rotational speed was set to 180,000 rpm. During atherectomy the system stalled. During removal significant resistance was felt. The two devices were stuck together and were removed together as one unit. The procedure was completed with another same device. No patient complications were reported.